Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm. On (B)(6) 2026 the patient¿s sister called the mother at work to say her sister was vomiting. The parent returned home, checked the patient, and determined the child was in signal loss for more than three hours that day prior to start of symptoms (vomiting). After returning home, the parent used a glucometer, and the child¿s bg fs value was 400 mg/dl. The cgm continued to show no signal. At 4:00 pm on (B)(6) 2026 the parent transported the child to the hospital for evaluation. The patient was admitted for two days, and treatment included IV medication including fluids and potassium to stabilize her condition. At discharge she was in good condition. No other patient or event details were available. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.